Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient had multiple prior hospitalizations for dka, confirmed by her physician, and verbally alleged that dexcom may have contributed. On (B)(6) 2026, the reporter said that the patient was experiencing an inaccurate cgm reading. The cgm showed 250 mg/dl while a bg fs test read 500 mg/dl. The patient was lethargic with rapid respirations and was transported by ambulance to the critical care unit with her caregiver. At the hospital they performed laboratory tests where the bg reading was 1176 mg/dl. The patient was treated with insulin IV, IV fluids, and electrolyte replacement. The patient was advised to stop using her pump until replacement and was placed on glargine 40 units subq daily. The patient became obtunded and altered during the event. The cgm was removed and the bg reading decreased to 474 mg/dl, which continued decreasing with treatment. The patient was also treated with novolog insulin and her routine home medications (unspecified). The patient was scheduled for discharge on (B)(6) 2026 (more than 24 hours), and was good. No additional injuries, medications, or treatments were reported. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.